Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearing was not functioning and was defective. It was further determined that the device failed pretest for check for smooth running, check status of development. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the quick coupling attachment device was putting a load on the small battery drive, causing the handpiece to heat up. It was further reported that the insertion of the k-wire device through the device was difficult and required pressure. It was further reported that the clamping was not proper. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.